Event description:
It was reported that the physician noted that the during an implantation procedure, the extensions broke during insertion. Patient outcome was reported as satisfactory.

Manufacturer narrative:
Analysis of the extension, model #37085-60, serial no. (B)(4), found no significant anomalies. The extension body was stretched. Analysis of the extension, model #37085-60, serial no. (B)(4), found no significant anomalies. The extension body was stretched. Analysis of the carrier, model 3655, found it was broken.

Manufacturer narrative:
Product ID: 37085-60, serial#: (B)(6), product type: extension. Product ID: 37085-60, serial#: (B)(4), product type: extension. Product ID: 3655, lot#: unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.